Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic air sensor (uas) alarmed even though there was no air in the tubing. Moving the placement of the sensor did not resolve the issue. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
H3: 81 - evaluation is in progress, but not yet concluded. The sensor was returned and the air bubble detector module was also returned to the manufacturer. The module product information is part number: 802110, serial number: (B)(6), UDI: (B)(4).

Manufacturer narrative:
Updated block:h6. The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) connected the ultrasonic air sensor (uas) and module to lab use only (luo) testing equipment. The uas was monitored for 92.5 hours with no observation of an air sensor failure. Verification/release testing passed successfully. Per data log review: on (B)(6) 2022, each time the air bubble detector (abd) module was turned on an air detected alarm occurred. There is no way from the log to tell if the sensor was exposed to air, the cable connection was not good, or something else caused the air detected alarms. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.